Event description:
It was reported that the unspecified bd¿ syringe with needle had issues with needle exposure and spills when used with the bd phaseal¿ devices. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "our facility has seen a recent uptick of events with the use of phaseal for methotrexate syringes that are given im for ectopic pregnancy. We have had associate needle-sticks and exposure as well as spills when manipulating the syringe sent from pharmacy and attaching the needle for administration in the ed.".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe with needle had issues with needle exposure and spills when used with the bd phaseal¿ devices. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "our facility has seen a recent uptick of events with the use of phaseal for methotrexate syringes that are given im for ectopic pregnancy. We have had associate needle-sticks and exposure as well as spills when manipulating the syringe sent from pharmacy and attaching the needle for administration in the ed."